Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the ins did not need to be explanted. The patient undertook a course of antibiotics and the infection was given the "all clear".

Manufacturer narrative:
Outcomes attributed to adverse events: other: infection. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a post-implant infection. They underwent an ins replacement since they had a large, red, warm rash underneath the area of their implant. There was also a query over the patient's response to surgical tapes/adhesive. They were prescribed antibiotics; the issue was not resolved. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the ins did not need to be explanted. The patient undertook a course of antibiotics and was given the "all clear". The ins remained in use.